Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p1400163. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: type IV endoleak at conclusion of procedure. On (B)(6) 2017 the patient received the following devices: zta-pt-44-40-179 (lot #e3601003), t-branch-34-18-202 (lot #e3601459), zteg-2pt-42-32-165-pf (lot #e3623804), unibody-22-132 (lot #a1000126) distal body, zsle-16-74-zt (lot #6384706) right iliac leg graft, zsle-20-74-zt (lot #6666996) left iliac leg graft. On the completion angiogram, the devices were patent with no device integrity issues. A type IV endoleak was noted. Patient outcome: the patient was discharged on (B)(6) 2017 (19 days post-procedure). No adverse events or secondary interventions have been reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: the complaint information states a patient who received a zta-pt-44-40-179 stent graft and five other implants during the procedure. From follow-up CT performed the day after the procedure, a type ii endoleak was noted. The device was reported patent with no device integrity issues. The patient was discharged on (B)(6) 2017 (19 days post-procedure). This complaint was reopened as clinical imaging has been received. The imaging has been reviewed, and the investigation and risk assessment is updated to address a type iii component/component endoleak between the implanted zta-pt and zteg-2pt devices. According to the complaint file, no adverse effects or secondary interventions have been reported related to the type iii endoleak. According to additional information, the patient had a CT scan 196 days after the procedure ((B)(6) 2018), the CT imaging has been requested but has not been available. Images from angiographic runs at implantation and a one day post implantation cta were provided and reviewed. The review did not confirm the described type ii endoleak. Instead a type iii component/component endoleak between zta-pt and zteg-2pt was observed on cta. It was noted in the review that the provided angiographic images were insufficient to demonstrate the endoleak. It was noted in the imaging review: "the zta-pt and zteg-2pt endoleak was likely the result of pleating between the zteg-2pt sealing stent and the zta-pt. Although overlap was three stent lengths, acute, greater than 90 degrees aortic angulation limited the zteg-2pt seal inside the zta-pt to the length of the zteg second mainbody stent". The IFU recommends that no localized angulation should be larger than 45 degrees. Furthermore, the imaging reviewing physician noted in the review that: "thrombus should eventually seal these pleats". While it was noted in the imaging review that the endoleak was likely the result of pleating between the zteg-2pt sealing stent and the zta-pt, it has not been possible to determine the cause of the pleating or determine the root cause for the current event. As the distal diameter of the zta-pt was 40mm and the proximal diameter of the zteg-2pt measured 42mm, it is not indicated that the zteg-2pt was excessively oversized compared to the zta-pt, which otherwise could potentially have lead to pleating of the zteg-2pt. Endoleak is listed in the IFU as a potential adverse event. Five additional endoleaks were found on the imaging review and are handled in (B)(4). Wce will reopen the investigation of this complaint if further information becomes available. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2019: on follow-up CT performed 196 days post-procedure, devices were patent with no evidence of endoleak, separation of components, migration, or device integrity issues. Maximum thoracoabdominal diameter was 94 mm. On follow up CT performed 552 days post-procedure, devices were patent no evidence of endoleak, separation of components, migration, or device integrity issues. Maximum thoracoabdominal diameter was 126 mm. On post-op day 554 the patient underwent a secondary intervention to treat the aneurysm growth and resulting dyspnea. Treatment included a thoracotomy with removal of thrombus from the aneurysm. Patient outcome: additional information received on (B)(6) 2019: the intervention was considered successful. The patient remains in the study.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) investigation submitted 30nov2018 is still valid and the new information will be handel in (B)(4) (ref# 3002808486-2020-01003), (B)(4) (ref# 3002808486-2020-01004). This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation is still in progress.

Event description:
Additional information received 23jul2018: (B)(4) was re-opened to cover component/component type 3a endoleak between zta-pt-44-40-179 ((B)(4)) and zteg2pt-42-32-165pf ((B)(4)). Additional information received 23jul2018: "the zta-pt and zteg-2pt type 3a endoleak was likely the result of pleating between the zteg-2pt sealing stent and the zta-pt. Although overlap was tree stent lengths, acute, greater than 90 degrees aortic angulation limited the zteg-2pt seal inside the zta-pt to the length of the zteg second mainbody stent".

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information received, clarified that the endoleak IV noted at conclusion of procedure, was resolved on the post-procedure follow up CT, and a new endoleak ii was noted. Endoleak ii, is not considered to be reportable, as this endoleak ll is patient related and not device related.

Event description:
Additional information received on 06feb2018: the next day ((B)(6) 2017), the post-procedure follow-up CT was performed. A type ii endoleak was noted. No type IV endoleak was noted. The devices were patent with no device integrity issues.